Manufacturer narrative:
Continuation of d10: product ID: (B)(4), software version: 2.1.0 h6: multiple fdd/annex a codes were coded for this event. A0908 was coded for the navigation being off. A13 was coded for the integration between the microscope and navigation system off and flickering. H3, h6: the system was serviced in the field and a software failure was confirmed. The manufacturer representative (rep) uploaded the appropriate software.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a case, the integration between the microscope and navigation system were off and flickering. The site claimed that they attempted to adjust the drape but this did not resolve this issue. They claimed they went back to navigation with a passive planar to prove the navigation was off. No manufacturer representative (rep) present during case. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3/h6 - software evaluation based on case details found that based on the information provided, this does not appears to be an issue with sw. Codes c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.